Event description:
It was reported that @ 253,995 joules of use and 42:14 minutes ¿the fiber tip cap was loose and came off in patient during the procedure.¿ the case was completed with an alternate procedure (turp). There was ¿no injury¿ to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-511a-(B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output area; the metal cap adhesion location exhibits burnt glue; the outer flow tubing open end appears compressed; there is no signs of melting at the outer flow tubing open. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.